Event description:
Healthcare professional reported bilateral implantation of one seri device with concomitant non-allergan breast implants on (B)(6) 2014 during augmentation mastopexy surgery. Approximately "3 months after implant surgery," pt presented with bilateral breast redness and pain, and then left side drainage, would dehiscence, and extrusion of the seri device. Explant surgeries were performed on (B)(6) 2014 to remove the seri from the left side, (B)(6) 2014 to remove seri from the right side, and physician noted during surgery that the device "didn't look like it integrated at all". The explanted device will not be returned.

Manufacturer narrative:
Events of extrusion and inflammation are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for this event. The physician discarded the device when it was explanted and it is no longer available for return. Therefore, allergan will not received the device, and no analysis or testing will be done. These events are being reported because medical intervention was required, although device-relatedness has not been established.